Event description:
Caller reported a malfunction with their pump, indicated by malfunction 199 in tandem source, identified as a software error. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who provided pump reset information and assisted with the reset; the malfunction did not recur. Customer was advised to continue using the pump and contact support again if any issues reappear.